Event description:
Customer reported that the active meter generated a result of lo without having first applied blood or control solution to the test strip. Customer did not take action based on result. No adverse event reported. A request was made for the suspect product and a replacement was sent.